Event description:
It was reported that it was not possible to interrogate this device. Two different programmers were used, and finally the device was interrogated. A review of the case by technical services (ts) confirmed that although interrogation of the device was successful an error message kept coming back and it was believed that the issue was related to electromagnetic interference (emi) or noise during interrogation. Further review by engineering noted that the device power consumption appeared normal, but the device was malfunctioning most likely due to a hardware issue with the memory data structure. The device should be replaced. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated and, memory review noted that on 17 september 2020, several memory errors were recorded. All of the errors were located in the rate histogram area of memory which is located in the digital integrated circuit (i.e., one of the internal components of this device). Analysis concluded that an issue within the digital integrated circuit resulted in memory errors and the resultant observed difficulty in interrogating this ICD and the subsequent error message displayed on the programmer.

Event description:
It was reported that it was not possible to interrogate this device. Two different programmers were used, and finally the device was interrogated. A review of the case by technical services (ts) confirmed that although interrogation of the device was successful an error message kept coming back and it was believed that the issue was related to electromagnetic interference (emi) or noise during interrogation. Further review by engineering noted that the device power consumption appeared normal, but the device was malfunctioning most likely due to a hardware issue with the memory data structure. The device should be replaced. The device was subsequently explanted and returned. No additional adverse patient effects were reported.